Event description:
It was reported that patient underwent a partial knee arthroplasty and approximately 8 years later a revision surgery was performed due to metallosis. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg lt lg size 4 PMA; item# 159555; lot# 948510, oxf twin-peg cmntd fem lg PMA; item# 161470; lot# 816300. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00485, 3002806535 - 2022 - 00486. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: "significant findings include lateral subluxation of the left tibia with respect to the femur and disrupted alignment of the medial compartment, suspected to be related to displaced bearing component which would have resided in the medial compartment but appears displaced superiorly.". A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.